Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the charger/modem was unable to power up due to a defective power supply brick. The root cause of the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply. The pt received a replacement battery charger/modem.

Event description:
A zoll pt svc rep (psr) called zoll customer support to report that a (B)(6) male pt's battery charger/modem was unable to power up. The pt received a replacement battery charger/modem.